Event description:
It was reported that, within 3 months following a y-mesh implant, the mesh had eroded the patient's tissue and had broken through causing pain, bleeding, and, potential life-threatening conditions which led to 2 surgeries for removal and repair of the damages done. No further patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2006 captures the reportable event of erosion. Patient code e2330 captures the reportable event of pain. Patient code e2401 captures the reportable event of injury, nos (not otherwise specified). Impact code f1901 captures the reportable event of additional surgery.

Manufacturer narrative:
Correction to blocks d1, d2b, e1 (initial reporter first name, initial reporter last name and occupation), and g1 manufacturing site information. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2006 captures the reportable event of erosion. Patient code e2330 captures the reportable event of pain. Patient code e2401 captures the reportable event of injury, nos (not otherwise specified). Impact code f1901 captures the reportable event of additional surgery.

Event description:
It was reported that, within 3 months following a y-mesh implant, the mesh had eroded the patient's tissue and had broken through causing pain, bleeding, and potential life-threatening conditions which led to 2 surgeries for removal and repair of the damages done. No further patient complications reported.